Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 31. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event, the patient experienced: infection, pain and swelling. No further patient complications were reported.